Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# jm2386 exp date: 10/31/2020, MFR date: 11/05/2015. Batch# jm2993 exp. Date: 10/31/2020, MFR. Date: 11/14/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hip articulation surgical procedure on unknown date and the suture was used. Twenty days after the procedure, the patient experienced a fat liquefaction. In-vitro culture was performed and staphylococcus aureus was found. Additional information has been requested.

Manufacturer narrative:
The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? Was the incision midline, low vertical or low transverse? How was the initial suture placed (interrupted or continuous)? What layer of tissue was each size of the vicryl plus used on? What was the condition of the tissue (weak, diseased, normal)? What date did the patient present with symptoms (listed as 28 oct)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? What tissue was cultured? What is the surgeon opinion of the contributing factors to the infection 20 days post op? What medical intervention was performed to treat the infection? What are the patient age, weight, bmi and medical history? What was used to re-close the wound? What is the current condition of the patient?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient did hip articulation surgery, and found purulence 20 days after surgery. However the other detailed info could not be provided now.